Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency electrosurgical unit was displaying an e433 temporary failure error. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported generator e433 temporary failure error issue could not be reproduced, however, the error code was confirmed in the device error log. A definitive root cause of the issue could not be determined, however, the issue was likely the result of user error, or possibly a faulty footswitch. The event may be detected/prevented by following the instructions for use which state: the user is required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.